Manufacturer narrative:
Zoll has not yet received the zoll catheter for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
The patient was inserted an icy catheter on the left femoral vein without issue. After 10 and a half hours of ivtm therapy, the user noted the saline bag was empty and replaced the bag; however, the second saline bag was also found empty after one and a half hour. Upon further inspection no sign of a leak on the suk, or on the patient bedside was reported, thus suspecting a catheter leak. According to the physician, temperature management treatment will be continued with surface cooling and the catheter will not be removed and left as central venous catheter. No patient harm or consequences reported on this event.

Manufacturer narrative:
The reported event was confirmed during functional testing of the returned icy catheter (lot # 74705). A bond leak was observed at the proximal end of medial balloon. Visual examination of the returned catheter was performed and found no physical damage to the catheter. Functional testing of the returned catheter was performed. All infusion ports and extension tubes were flushed without resistance. During functional testing, the catheter was connected to a pressurized inflation device. Immediately upon pressurizing the catheter, a bonding leak was observed at the proximal end of medial balloon. During manufacturing all icy catheters are 100% inspected for leaks by subjecting them to pressure testing. Only units that passed are moved to the next process. Probable causes for the reported complaint can be a latent material defect. Historical complaints were reviewed for information related to the reported complaint and no similar history of complaint was reported for the icy catheter with lot # 74705.